Event description:
A US distributor contacted ZOLL to report that the patient developed an open wound from the uCor HFAMS Patch. The patient described the area as red and itchy with broken skin under the patch adhesive. The patient also reported a known history of sensitive skin. There was no alleged device malfunction contributing to the wound. The patient's nurse recommended removal of the patch due to the skin irritation. The patient reported the wound has improved.

Manufacturer narrative:
Not Applicable.